Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the med application log and there was no errors traced. A technical support specialist repaired the med application and rebooted station into application mode to resolved this issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device was not opening for medications. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.